Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed an unresponsive screen with a small crack, and a replacement device was provided; the event involved high blood glucose with a reported peak of 311 mg/dl lasting approximately 1.5¿2 hours, and the user administered a corrective insulin injection. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no medical intervention by professionals, and no assistance required from others. Investigation included product replacement logistics and user guidance on data sync and shutdown, with return of the original device arranged. Investigation of this device revealed a damaged touch display leading to screen unresponsiveness and impaired device interaction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen. Thank you for the information provided.